Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during a patient event, the device was unable to charge up and deliver a defibrillation shock. The patient was in a ventricular fibrillation rhythm when transported to the hospital and was not resuscitated. A clinical evaluation of the reported failure determined that the device use may have contributed to the outcome of the patient because of a delay of defibrillation greater than 30 seconds.